Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump which displayed the message check set loading was confirmed and duplicated by baxter service personnel. The device presented alarm f-38 during service. The root cause of this condition was determined to be defective force-sensing resistors. The force-sensing resistors were replaced to correct this condition. A service history review revealed that this device was previously serviced for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump which displayed the message "check set loading." It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient injury reported. There was no information provided on whether or not a patient was involved. No additional information is available.